Event description:
It was reported an angio-seal sts plus device was used to seal the arteriotomy site post percutaneous procedure. The patient was discharged, but returned to the hosptial 2 days later with a painful limb. The patient was referred to get a surgical opinion for critical limb ischemia. The physician re-checked the pre-deployment angiogram and felt that the bifurcation may have been higher than first thought with the profounda lapping over the sfa.